Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "surgeon used ca500 but 8.8mm length did not occlude the duct. Used covidien endo clip iii and 9.1 length appeared to be long enough. He removed the two ca500 clips commenting that they removed easier than he would have thought. One clip had a "v" shape. Surgeon believes he can advance on the vessel into the apex of the clip with the covidien clip applier more efficiently than with the ca500. Also, he likes the audible click to establish the click loading process and audible click when closing the covidien clip applier." Patient status - "stable."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records could not be performed as no lot number was provided. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Although the root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Additional information was requested and provided.